Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges hernia recurrence, additional surgical intervention, abdominal pain, suffering for severe and permanent personal injuries; however, no details have been provided. A DHR review and investigation will be performed for the provided lot number; should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of bard/davol composix e/x on or about (B)(6) 2005 for the repair of massive ventral hernia. The patient underwent an additional recurrent incisional hernia surgery to repair and/or remove the defected mesh on or about (B)(6) 2010. It is alleged that patient sustained physical and psychological injuries, permanent physical disability, sustained severe and permanent pain, suffering, chronic debilitating pain, psychological stress, depression and mental anguish. It is alleged the patient experienced recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a known possible complication. Attorney also alleges that the device was defective.